Event description:
The customer reported that their unicel dxc600pro instrument generated suppressed out of instrument range (oir) lo and low patient results for multiple cartridge chemistry (cc) chemistries. The results were not reported out of the laboratory, therefore patient treatment as not impacted by this event. The customer ran controls prior to this incident and the results were within established ranges. The customer provided 9 urine patient samples and 19 serum patient samples. The results as well as patient demographic are attached customer technical support instructed customer to clean and flush sample probe, customer ran a test glu and creatinine and the results recovered very low. Cts asked if customer had a new cc sample probe, customer found one, however, the customer requested service to inspect and replace probe and verify performance. Cts generated service request for low patient results and suppressed low results. The customer will rerun patient samples after repairs. The customer ran controls prior to this incident and the results were within established ranges. The customer was unable to run qc until the system was repaired. Field safety engineer (fse) discovered the cc sample wheel cover was not seated properly, which caused the cc sample probe to scrape against the cover and damaged the probe. Fse replaced the cc sample probe and performed realignments. All qc values were within ranges. The customer repeated the samples and higher results were obtained. The customer repeated the samples and higher results were obtained. Root cause for this event was the damaged cc sample probe.